Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported on (B)(6) 2016, that while preparing for a preoperative procedure, the scrub nurse was assembling the dynamic hip screw system (dhs) construct and while threading the dhs/dcs coupling screw, the instrument broke right where the threads meet the non-threaded portion of the coupling screw shaft. The procedure was completed by opening another set. No additional information is available. Concomitant device reported: coupling screw shaft (part/lot unknown, quantity 1); centering sleeve (part/lot unknown, quantity 1); coupling wrench (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: may 27, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the distal threaded tip was found to be broken; the fragment was returned (approximately 5mm long and 4mm in diameter). No definitive root cause was able to be determined however this failure mode is typically associated with off axis loading and/or rough handling. Per the technique guide, the dhs/dcs coupling screw (338.20) is a component of the dhs/dcs dynamic hip and condylar screw system. The coupling screw is used in conjunction with a dhs/dcs wrench (338.06), centering sleeve (338.19) and guide shaft (338.21) for the insertion of the system¿s lag screws. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.